Event description:
It was reported that, after a tka construct had been implanted on the patient¿s right knee on (B)(6) 2007, the patient experienced a periprosthetic multi-fragmentary rorabeck type ii fracture of the distal femoral spiral on the right limb due to a fall. To treat this adverse event, the patient underwent an open reduction and osteo-synthetic surgery on (B)(6) 2021.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Corrected data: d10 (insert identity updated), h6 (health effect - clinical code).

Manufacturer narrative:
(Concomitant product added: patellar implant).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the reported periprosthetic fracture and subsequent open reduction and internal fixation procedure are related to the patient¿s fall and not the implant. The implant was not modified during the surgery and was noted to intact without loosening. The patient impact beyond that which has been reported cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that fracture has been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A potential cause that could contribute to the reported event include traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).